Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was found that only the distal guidewire section and the torque device were returned. The guidewire was found to be broken/fractured from the distal tip. The distal fragment was inspected and the nitinol tubing was broken/fractured. The core wire was seen through the distal tip dome. During functional inspection the torque device was used on a demo guidewire as the complaint guidewire device was not fully returned. The torque was able to guide the wire in different directions with no issues noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. Other devices used in the procedure in conjunction with the subject device was the microcatheter. Analysis of the returned device found the guidewire was broken/fractured and only the distal guidewire section and the torque device were returned for analysis. Analysis of the returned device found the guidewire was broken/fractured and only the distal guidewire section and the torque device were returned for analysis. The core wire was seen through the distal tip dome. The reported defect guidewire torque problem was confirmed as the wire distal tip would not have been able to be torqued due to the fracture. An assignable cause of procedural factors will be assigned to the as reported and analysed defects ¿guidewire distal tip broken/fractured during use¿ and the reported 'guidewire torque problem', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during one aneurysm embolization procedure, the operator delivered the subject guidewire to aneurysm. However, the subject guidewire could not be manipulated with torque device and after several attempts the subject guidewire fractured 15 cm from the tip and the tip migrated to the distal. The operator removed the fractured tip out with the stent. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during one aneurysm embolization procedure, the operator delivered the subject guidewire to aneurysm. However, the subject guidewire could not be manipulated with torque device and after several attempts the subject guidewire fractured 15 cm from the tip and the tip migrated to the distal. The operator removed the fractured tip out with the stent. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.